Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that an interal error #64 appeared during registration of patient. Additional information was received stating that the navigation system showed an error and was reported because of a corrupt file. The manufacturer representative (rep) indicated to the distributor the steps that they needed to follow in order to solve the issue. The rep left the case opened until the distributor could confirm to us whether the issue reappeared or not after following such steps.